Manufacturer narrative:
Findings: pump monitored for several days. Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected failed battery anomalies noted. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a failed battery test. The customer¿s blood glucose level was 168 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and had to changed the battery often. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have received a failed battery test alarm and troubleshooting was not completed due to insulin pump is being replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to return for analysis.